Event description:
The customer reported that running an hiv 1 p24 antigen assay, summit sample handler did not pipette enough reagent into well position a2 and did not give an error message. An ortho field service engineers was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-02682-06.